Event description:
The 1400ml of collected fluid was being processed using an autotransfusion machine with a surgery kit. Machine was running in the quality wash mode, with a pump speed setting of 30ml/ min. Approximately 700 ml's processed (30ml of red packed cells) when unit imploded causing the collected fluid to expell to the rear and sides. No pt problem reported.